Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 171 mg/dl, 117 mg/dl, 115 mg/dl. Tests were done within <10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.